Event description:
A (B)(6) male for left knee anterior cruciate ligament reconstruction using patellar tendon autograft, lateral collateral ligament reconstruction using semitendinosus allograft, arthroscopy. On removal of the arthrex guide pin it broke. Fragment was located and removed using x-ray. Of note md using another MFR's screws in this procedure.